Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a perforation occurred. It was reported via social media that during a watchman closure device implant procedure a perforation of the patients artery occurred.